Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture (loc) at maximum output. The patient had a competitor device implanted and a lead dislodgement was suspected. The lead was tested and noted that sensing and impedance were stable. They were able to obtain capture at 10 volts (v) with pacing system analyzer (psa) however, it exhibited diaphragmatic stimulation. The physician tried to reposition the lead however, it was unsuccessful. Boston scientific technical services (ts) discussed possible micro-dislodgement. Additional information indicated that loc did not result to asystole. X-ray was performed and showed that the lead was in a decent position however could not capture at 5 v. The lead was capped. A new competitor rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.